Event description:
Same case as MDR ID 2134265-2014-00617. It was reported that a vessel dissection occurred. A 3.00x16mm promus element plus drug eluting stent was selected to treat the distal right coronary artery. The vessel was pre-dilated using a 2.75x15 mm nc quantum balloon-catheter and then the promus element plus stent was advanced but was unable to cross the lesion. The physician performed further dilatations with the nc quantum balloon; however, a dissection of the artery occurred. The procedure was completed with a different device. No further patient complications were reported and the patient is fine.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).